Event description:
Pouch pops off faceplate, wont stay on. Manufacturer must have realized this product was faulty when putting it on the market. Have been experiencing this problem for a couple of years with different lot numbers of same product.